Event description:
During a recent programming session, it was reported the pt's (B)(6) stimulation coverage had diminished and the lead incision site was sore. Further inspection of the area in question found two of the distal electrodes protruding from the lead site. The electrodes were reportedly visible during certain positioning of the pt's head. Oral antibiotics were administered to the pt and surgical intervention was undertaken to increase the implant depth of the lead. No further issues have been reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.